Manufacturer narrative:
We are awaiting device return. Once we have completed our investigation, a follow-up report will be submitted. Date report submitted to FDA by manufacturer: 09/13/2010. Date the initial reporter provided the information to the manufacturer: (B)(6) 2010.

Event description:
It was reported a pop was noted at the time of the first and fourth rf applications. The catheter was removed and no carbonization was seen on the catheter tip.